Event description:
It was reported that during a da vinci-assisted inguinal gastric bypass surgical procedure, a stapler sureform 60 displayed non-intuitive motion (moved in the opposite direction). The surgeon converted the procedure to laparoscopic surgery to continue with the case. The procedure was completed with no reported injury. Follow-up has been performed to request additional information related to the event. As of the date of this report, no further details have been obtained.

Manufacturer narrative:
No isi device has been returned for product evaluation. Without the returned instrument a failure analysis could not be performed and as such the root cause of the alleged failure of non-intuitive motion could not be determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. This complaint is considered a reportable event due to the following conclusion: it was alleged that the sureform 60 stapler instrument moved with unintuitive motion (moved in the opposite direction). Unintuitive motion could lead to poor instrument control and subsequent tissue damage. At this time, it is unknown what caused the event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was confirmed that the second stapler sureform 60 used during the procedure had non-intuitive motion described as moving in opposite direction. The issue occurred while the surgeon's head was inside of the console and attempting to manipulate the instrument. The instrument movements scaled appropriately, but the instrument did not move in the intended direction. If the surgeon's intended direction was right, then the instrument would move left in the opposite direction. There was no instrument to instrument or system to arm interference. There was no external collision. The stapler instrument was inspected prior to usage and did not notice any damage to the instrument.

Manufacturer narrative:
Based on the claim against the product by the customer noting unintuitive motion, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sureform60 stapler instrument was analyzed and the complaint regarding the instrument moving in the opposite of intended direction was not confirmed nor replicated by failure analysis. Visual inspection of the instrument was performed, and no damage was observed. Based on log review, the instrument was found to have multiple engagement failures; however, the engagement failures were not replicated during in-house testing. The instrument passed engagement 3 out of 3 times that it was installed on the in-house system with a cannula seal and an in-house drape installed. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument clamped, fired with a sf 60 green 60 reload, and unclamped successfully. Additional observation not reported by site: the instrument was found to have a binding roll bushing. The instrument's main tube was manually rotated, and friction was observed. Root cause of this failure is attributed to manufacturing. The probable root cause of the unintuitive motion cannot be determined based on the information provided and failure analysis results.